Event description:
Procedure: cholecystectomy. According to the report: the tip of the device fell off inside the pt cavity, but was completely retrieved. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). (B)(4).